Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a inguinal hernias. It was reported that after implant, the patient experienced groin pain, recurrence, pain, scar tissue, inflammation, entrapped genitofemoral nerve, and entrapped spermatic cord due to mesh. Post-operative patient treatment included revision surgery and partial removal of right sided mesh.